Event description:
The dxw150 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Due to complaints of mechanical complications - driving issues and halos, the iol was explanted in a secondary surgical procedure and replaced with a non-johnson & johnson iol, rx sight light adjustable lens. There was no medical intervention, no patient injury, and no surgical intervention during the lens exchange procedure. Patient prognosis post-lens exchange was reported as doing well. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: women. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 10-jun-2025 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received on a piece of paper. A card with the product serial number was also received. During a visual inspection, the device was inspected under magnification. The lens was received stuck to the paper. The lens was removed from the paper and cleaned revealing no issues that could cause or contribute to the complaint issue reported, and no issues were identified. No further evaluation was performed. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.